Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was fixated and failure to sense was observed. Thrombus was observed on the vlp and was removed and replaced. The patient was in stable condition.